Event description:
The customer reported that device is not able to take a correct blood pressure. The device was in use on a patient at the time of the event, there was no adverse event reported.

Manufacturer narrative:
Analysis was performed by a philips remote service engineer (rse) which included interviewing the customer and sending the unit to a philips bench repair facility for further evaluation. The rse stated the nbp pump was no longer functioning properly and measuring a patient's blood pressure without interruption. The results of the analysis were provided by a philips bench repair technician (brt). Testing cited during evaluation, the nbp leak test failed, verifying the malfunction. Replacement of the nbp pump has been identified as the corrective action that will restore full device functionality. The device was not obtaining the accurate blood pressure test due to a faulty nbp pump assembly. The nbp pump assembly was replaced, and all required tests and verifications (including nbp calibration and leakage tests) were successfully completed. All functions and measurement parameters are working correctly, and the device is now fully functional and ready for use. Based on the information available in the case and the testing conducted, the cause of the reported problem was confirmed to be the nibp pump assembly. The reported problem was confirmed. If additional information is received, the complaint file will be reopened for further investigation.